Event description:
The customer contacted physio-control to report that their device would power off seconds after being powered on. The customer installed new batteries, but that did not resolve the issue. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. The device powered on and stayed on throughout testing. Physio observed that the customer returned two 3rd party batteries with their device and both of them were completely depleted. Additionally, physio observed that the ac power adapter (acpa) that the customer sent in with the device was damaged and no longer would charge batteries that were installed in the customer's device. Physio notified the customer and recommended that they purchase a replacement acpa. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.